Event description:
According to the initial reporter: as described, first, multipurpose dilator fractured. Second, the physician advanced the shaft through the 7fr navalign sheath. The filter appeared to advance past the end of the sheath and out into the ivc prematurely. The physician was then forced to deploy the malpositioned filter. The filter was then successfully retrieved using a snare through a jugular approach. An additional celect filter was then placed successfully.